Event description:
Per the clinic, it was reported that open circuits were noted on two electrodes. Hence, the device was explanted on (B)(6) 2022 and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on april 18, 2022.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on june 15, 2022.